Event description:
This was reported 4 yrs after the incident took place. According to police, it was alleged that a dr manipulated a graseby 3100 to give a pt a bolus amount of morphine and midazolam which resulted in the pt's death.

Manufacturer narrative:
Evaluation: overinfusion was due to user temparing. A definite sequence of operation would need to be carried out with safety systems delibarately by passed to effect an inauthorised bolus.